Event description:
It was reported the valve was implanted approximately 23 years. Per the physician, the valve functioned fine and the reason for explant was not due to dysfunction. The indication for replacement was an acute type a dissection with annulolateral ectasia and an ascending aneurysm of 7cm. The surgeon requested to have the valve analyzed.